Manufacturer narrative:
(B)(4).

Event description:
It was reported that emi that was recorded as non-sustained. The signal was high frequency and occurred on 3 different channels simultaneously. All electrical parameters were evaluated with the leads and appeared normal. Noise was reproduced with isometrics. The patient is dependent and has experienced dizziness from inhibition of pacing, and aborted shocks due to noise. Programming change was made.